Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be a battery failure; it would not hold a charge. The back shell / battery and the window / front shell assembly were replaced. The device was tested, certified and passed the video image and leak tests. The device was returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor, the screen was "free floating" in the casing. As they went to intubate, the monitor went dead after a few seconds. A delay in the procedure of five (5) to ten minutes occurred as manual dlr was employed. No harm to patient or user was reported.